Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported that the patient complained of not feeling well, and exhibited bradycardia. It was not possible to interrogate the device. Four months prior, the device had been interrogated, and indicated a longevity of around 11 months remaining. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the device was returned due to magnet test problem and telemetry problem. Device analysis found that the no output and no telemetry conditions were the result of lifted hybrid bond wires.